Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 304 mg/dl. The customer stated that he was put on steroids and have been having problems with his sugars going high. The customer stated that he has reverted to taking manual injections. The customer was advised that there are times when high blood glucose can occur when a customer is on steroids or an infection. The customer was explained about the unexplained high blood glucose rules. The customer was not able to troubleshoot as he was feeling fine.